Manufacturer narrative:
Image evaluation: the visi-pro balloon-expandable biliary stent system was not received for evaluation. A single cine image post procedure was provided for review. The cine image is of the implanted visi-pro balloon expandable stent. This image shows the stent being elongated and one of the stent radiopaque markers can be seen to be out of the plane of the other three markers. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient previously had a visi pro stent implanted to treat a severely calcified lesion in the proximal left common iliac artery. The procedure was completed without issue. It is reported that a fluoroscopy image shows that the stent was observed to be fractured/damaged. Component embolized in the vessel. No procedure carried out, but patient referred for a cta and follow up doctor¿s office visit. The patient is stable with no issues.